Event description:
The customer observed a falsely elevated architect stat troponin-I result for two patient samples. The following data was provided (customer¿s reference range <0.026 ng/ml): patient 1 (B)(6) 2023 sample ID 176497 initial result = 0.836, repeat = 0.014. Patient 2 (B)(6) 2024 sample ID 176498 initial result = 0.071, repeat = <0.06 . No impact or negative impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lot 30073un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 30073un23. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 30073un23 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for two patient samples. The following data was provided (customer¿s reference range <0.026 ng/ml): patient 1 02feb2023 sample ID (B)(6) initial result = 0.836, repeat = 0.014 patient 2 22feb2024 sample ID (B)(6) initial result = 0.071, repeat = <0.06 no impact or negative impact to patient management was reported.